Manufacturer narrative:
No sample is expected to be returned for eval. Without the actual complaint samples being returned a full investigation cannot be carried out. A retained sample from the reported product code will be reviewed as part of the investigation. If anything significant is identified, a summary of the results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube developed a leak during pt use. Extubation and reintubation of a replacement tube was required.